Event description:
Intraocular lens implant, when it unfolded, which occurs in the pt's eye, was noted to have whitish, somewhat chalky material on its trailing haptic and edge of optic. Attempts at removing it were not thoroughly successful with usual means. The intraocular lens implant was explanted and a new intraocular lens implant inserted, with no harm to the pt.